Event description:
It was reported to medtronic minimed that the the customer received a pump error 24 (this alarm is generated when a power failure is detected) and the insulin pump does not stop beeping. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and the customer was unable to clear the alarm and the pump screen turned off. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm (with audio/beeping alarm) after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The trace and history files were successfully downloaded using thump. A review of the pump history and pump diagnostic trace files show there are not any pump error 24 alarms recorded however, the main error log and pump detailed trace files reveal on 2/14/2025 at 11:37 there were three (3) consecutive critical error handling pump error 63 alarms that triggered the critical pump error (open book image) alarm. Two (2) pump error 63 (line number 19208 file number 49) alarms and a pump error 63 (line number 700 file number 2006) alarm due to a hal_result_fail condition with the lcd hardware. The pump was cut open for visual inspection. No evidence of damage or moisture damage on electronic assembly (pcba 1 and pcba 2), the motor, or the force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained serial number label, and pillowing keypad overlay. Critical pump error 24 alarm is not confirmed. Critical pump error (open book image) alarm (with audio alarm) and pump error 63 alarms are confirmed, fault isolated to the hardware. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.